Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because lot number was not provided. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: estimated date d4: a partial UDI was provided as the lot number is not known.

Event description:
This was reported as a general comment from dr. (B)(6) that in a couple cases, the physician noticed that the prostyle device was deployed as intended, but a suture break occurred when tightening the knot after advancement. So, he just wanted to let her know now since he hadn¿t mentioned it before. There was no additional information available since the physician does not remember any procedure details about the case; therefore, no additional information will be requested.